Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.­­­ if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to dislocation three days after initial hip procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by product being returned and evaluated. Upon visual inspection there is wear and scratching from use. Review of the device history record identified no deviations or anomalies that would contribute to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.